Event description:
It was reported that the pt's device was explanted due to infection to generator site in (B)(6) 2006. The pt was treated with IV antibiotics for two weeks. Pt was not reimplanted. The pt's mother has noted an increase in seizures without the vns implanted and they were considering reimplanting vns if seizures continued, but it does not appear that the pt was ever reimplanted. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Further information was received from the physician indicating that the infection is not believed to be related to the vns. No patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. The exact date of vns explant is unavailable from physician as records from 2006 are in storage.